Event description:
A distributor contacted stryker to report that a customer¿s device was cutting out audio guidance. Absence of voice prompts may lead to an inability understanding how to use the device correctly. This may prevent or delay defibrillation therapy. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine has received the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Manufacturer narrative:
Heartsine evaluated the customer's device but was unable to duplicate the reported issue. No audio fault was identified during the investigation, although upon receipt, significant debris and insects were observed on the interior of the upper-case assembly, speaker silicone and speaker cone, which would have potentially affected the speaker audio output. This would suggest that the debris and insects had entered via the holes of the speaker housing. The fault was attributed to adverse storage. The device was scrapped by heartsine and the customer was provided with a replacement device. D4 model correction: initial report indicated a model of sam300p. It should indicate hdf3500. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
A distributor contacted stryker to report that a customer¿s device was cutting out audio guidance. Absence of voice prompts may lead to an inability understanding how to use the device correctly. This may prevent or delay defibrillation therapy. There was no report of patient use associated to the reported event.